Event description:
Customer's mother called to report the insulin pump has been freezing up when bolus history is being checked. Assistance was provided and the insulin pump passed the self test. No alarms were found in alarm history. Customer stated the screen lagged for 1 second before going into bolus history. Advised to monitor the insulin pump and to call back for further assistance if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.